Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table and found that some of the clips that attach the table pad to the surgical table were not properly locked resulting in the reported event. The technician properly locked the clips, tested the table, confirmed it to be operating according to specification, and returned it to service. A steris account manager offered an in-service training regarding the proper use and operation of the 5085 surgical table, specifically ensuring table pad clips are properly locked. The in-service training is scheduled for (B)(6) 2020. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure with the 5085 surgical table in trendelenburg position, the table pads shifted. No report of injury.